Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail (tfn-original) procedure to repair a proximal intertrochanteric femur fracture, a 17mm drill bit broke. The drill bit broke at the neck of the drill chuck just before the drill stop. No fragments fell into the patient's wound. A back-up drill bit was used to complete the procedure. A surgical delay of 10 minutes was reported. There was no patient harm reported. This report is 1 of 1 for (B)(4).